Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the lateral flange of the device was broken that avoids proper fixation of the cannula. There was no reported patient outcome.